Manufacturer narrative:
Product event summary: analysis confirmed that the output connector assembly was broken. It was also found that both display wires were pinched and the red wire insulation was compromised.

Event description:
It was reported that the external pulse generator (epg) connector port was broken. The epg has been returned for repair and calibration. No patient complications have been reported as a result of this event.